Event description:
Medtronic received information that approximately 4 months following the implant of this transcatheter bioprosthetic valve, a cerebral infarction was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cerebral infarction occurred in the left putaminal area. The patient was transferred to a different hospital for rehabilitation.

Manufacturer narrative:
Updated data: b5. B7. H6. Additional codes. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the implant procedure, the valve was recaptured into the dcs due to an unspecified reason. Following the procedure, mild paravalvular leak was observed.

Manufacturer narrative:
Updated: b2, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 4 months following the implant of this transcatheter bioprosthetic valve, a cerebral infarction was noted. No additional adverse patient effects were reported. Additional information was received that per the physician, the cerebral infarction was not related the valve or the delivery catheter system (dcs); however, the cause of the cerebral infarction was unknown. No additional adverse patient effects were reported. Additional information was received that the cerebral infarction occurred in the left putaminal area. The patient was transferred to a different hospital for rehabilitation. Additional information was received that during the implant procedure, the valve was recaptured into the dcs due to an unspecified reason. Following the procedure, mild paravalvular leak was observed. Additional information was received that one year following the valve implant, the patient died. The cause of death was not received, but it was reported that the patient had arteriosclerosis obliterans and the cerebral infarction four months post-implant developed when hospitalized during the course of the disease.

Event description:
Additional information was received that per the physician, the cerebral infarction was not related the valve or the delivery catheter system (dcs); however, the cause of the cerebral infarction was unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.